Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 6947 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was electively explanted and replaced at the time of right ventricular (rv) lead replacement. The ra lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.